Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the atrial lead exhibited high pacing impedance and failure to capture. The lead was capped and exchanged on (B)(6) 2023. The patient was stable in condition.